Manufacturer narrative:
Investigation is ongoing. Device not returned.

Event description:
As reported by the field clinical specialist (fcs), approximately 3 years, 8 months post-implant of a 23 mm sapien 3 valve in the aortic position, the 23 mm sapien 3 valve required intervention due to stenosis and elevated gradients. The patient was experiencing shortness of breath and pedal edema. There is no information at this time on the intervention.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from received medical records. The following section of this report has been updated: update to b4, b5, b7, g3, g6, h2, h6, h10. Investigation is ongoing.

Event description:
Additional records were received, and further allegations were noted regarding the increased gradients. There was an allegation that valve gradients "never had optimal hemodynamics, with elevated mean gradients 18-32mmhg range" throughout the life of the valve consistent with "structural valve deterioration ". Md recommends valve replacement at some point in the near future needed viv vs. Savr. Patient is reluctant to have surgery and states he can tolerate the dyspnea to avoid surgical avr. As of (B)(6) 2023 the patient had not received viv nor explant with savr. However, it appears the patient was being evaluated for intervention. No additional information was provided.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from the engineering evaluation. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. Imagery provided noted calcification of the annulus underneath the frame. Review of the work orders above did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed using the valve serial numbers from related work order and revealed no other complaints relating to the relevant complaint codes. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The commander delivery system with s3 thv IFU was reviewed. Valve stenosis is a known potential adverse event. Noted under potential adverse events, 'valve stenosis'. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was confirmed based on medical record. A review of the DHR, lot history, and complaint history review revealed no indication that a manufacturing non-conformance contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. As reported, 'approximately 3 years, 8 months post-implant of a 23 mm sapien 3 valve in the aortic position, the 23 mm sapien 3 valve the patient had stenosis. Additional records were received, and further allegations were noted regarding the increased gradients. There was an allegation that valve gradients "never had optimal hemodynamics, with elevated mean gradients 18-32mmhg range" throughout the life of the valve consistent with "structural valve deterioration'. Per medical record, the patient was on anticoagulant medication due to increased gradients/suspicion of thrombosis and had history of diabetes mellitus (dm) as well as renal failure. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in leaflet thickening, regurgitation, and increased gradients. However, thrombosis was resolved with anticoagulant medication. Diabetes and renal failure are known factors that may increase the risk of valve calcification leading to early valve degeneration/stenosis. As such, available information suggests that patient factors (renal failure, diabetes mellitus) may have contributed to the complaint event. No device or labeling problem was identified during the evaluation. Therefore, no further escalation (CAPA/scar/pra) is required. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.